Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. This is an ancillary service event opened during investigation of (B)(4). The cause of the f-66 alarm was determined to be a defective sensor printed circuit board assembly. No repairs have been performed at this time and the device has been removed from service. If additional relevant information is received, a follow up MDR will be sent.